Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, there were noise episodes noted on the right ventricular (rv) lead which were stored during an unrelated surgery. There were also varying impedance measurements noted on the lead. No intervention was taken and the patient was stable and will continue to be monitored.